Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
Patient received injections in upper and lower lip, left and right side of nasolabial folds and oral commissure. Also mid-face right and glabellar region - three syringes total. Two weeks after injection, patient experienced on and off swelling on left side of face that she treated with benadryl. No other issues were noted. The patient returned to the doctor in early march with unilateral swelling on right mid face. She was given keflex and benadryl. No further issues were reported.